Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The co2 canister was replaced to resolve the reported issue.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced gas leak. The report was received from a single source. The reported event involve a patient. There was no patient information available.